Manufacturer narrative:
The investigation found the calibration and qc data were acceptable. The alarm trace contained several clot alarms. The investigation determined the issue is consistent with a sample quality issue.

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient sample with the cobas 8000 c702 module. The initial result was 2.4 mg/dl. A new sample was tested with a result of 0.53 mg/dl. On (B)(6) 2021, the first sample was repeated with a result of 0.58 mg/dl. The questionable result was reported outside of the laboratory. The reagent lot number was 541032. The expiration date was requested but not provided.